Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose level was over 401 mg/dl. Customer does not alleged pump was under delivering. Customer had issue with her infusion set .customer also stated that the cannula was bent troubleshooting was performed for high blood glucose. Troubleshooting was performed. The product was not returned for analysis.